Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that five hours post implant of this right ventricular lead loss of sensing was noted on telemetry. It was confirmed via fluoroscopy that the lead had dropped. The patient was asymptomatic and was scheduled for a lead revision. No adverse patient effects were reported. The local area field representative was contacted for additional information. It was reported the lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.